Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis evaluation. The fenestrated bipolar forceps instrument was analyzed and the customer reported complaint was replicated and confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.56" x 0.19" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument tip broke off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use. The fragment fell off when the surgeon was dissecting the uterus. The surgeon was unsure of how long the instrument was in use. The surgeon did not notice any issues with functionality and the instrument did not come into contact with another instrument. The customer was unsure if the instrument was removed prior to breakage. The wrist was straightened for instrument removal and no damage was noticed to the cannula. There was no resistance from the instrument when it was removed. There was no other instrument damage observed except the broken tip. The fragment was retrieved with a laparoscopic grasper instrument and an x-ray was taken. No other surgical interventions were necessary. The patient has not returned due to any complications.